Event description:
It was reported that pump generated altitude alarm that caused insulin delivery to be suspended, even though pump was operating within validated altitude range and speaker holes were not obstructed. There was no reported adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to gently clean speaker holes, remove and reconnect cartridge, and wait to resume insulin, after which insulin delivery successfully resumed without recurrence of alarm, pump returned to normal operation, and customer received guidance on preventing future altitude alarms.